Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the reservoir had air bubble. Customer¿s blood glucose level was 197 mg/dl. The customer stated that the location of the air bubble was at the top of the reservoir and the size was big size. The reservoir will be returned for analysis.